Event description:
The customer reported to vyaire medical that the vela ventilator was having a transducer fault error and was failing the leak test. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was not trained and was told to first open the unit and check that all tubings are connected and are not yellow and old. Second, inspect transducers and ensure that all transducers are properly zeroed. After that, the transducer calibrations will have to be checked. This will make the problem visible. The customer has colleagues who have been trained on the unit and was advised to check with them for instructions. The customer then confirmed that he did not have a meter and that the tubings were very yellow and cracked. The customer was advised to replace the tubing before attempting to calibrate or replace anything else. Part number and pricing for the tubing kit were provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.